Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced two episodes of low blood glucose occurring just before meals despite no reported changes to meal timing, and the pump was reported to be functioning as intended with automated insulin suspension when a glucose decline was detected; glucose was treated with oral carbohydrate and troubleshooting with education was completed. Symptoms included hypoglycemia without reported associated complaints. Outcomes included low glucose events. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device component and no defined device problem established. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.